Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. The analyst noted that false elective replacement indicator (eri) was triggered on (B)(6) 2013 and battery voltage was not available due to measurement system lock-up. A reset of the device by programmer with updated software cleared the lock-up condition.

Event description:
It was reported that a hardware issue had occurred with the patient's implantable pulse generator (ipg) during a measurement and that the device had locked up. As a result, the device falsely indicated that the battery had reached the elective replacement indicator (eri) voltage level and subsequently defaulted to eri programming of vvi mode and a pacing at a rate of 65 pulses per minute. During a subsequent device interrogation, the programmer software was able to unlock the device; however, the battery voltage measurement value was not updated and displayed as "voltage not available". After consulting with medtronic technical services, the physician was informed of the known issue and it was recommended the device be re-interrogated later in the day after the battery voltage measurement had updated with a valid reading. The false eri issue was resolved and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.